Event description:
Patient reported experiencing infusion set tubing disconnecting from the luer lock. Patient did not report experiencing any physiological effects as a result of this issue. Patient did not report receiving any medical attention to address this issue.